Event description:
It was reported that a closed blood sample kit was drawing air, suspected defect at needleless access port. No patient injury or clinical affects was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One (1) used device sample outside its original package and decontaminated was received for investigation. No visual observations were noted. Per functional testing, no leaks or obstructions were observed. The device was found within specifications. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number. Awareness for the reported failure was given to personnel who perform the assembly process.